Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power supply. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the service of the device it was identified that the power supply was inoperative. The cause of this inoperability could not be determined. The direct current power supply was replaced to resolve the issue; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.